Manufacturer narrative:
(B)(4) - secondary procedure.reason for non evaluation: to date the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol), model zct400, +18.0diopter, was placed in the patient's left eye and aligned at 158 degrees. At the 1 (one) month post operative visit on (B)(6) 2014, ((B)(6) 2014) the lens had rotated to 005 degrees. On (B)(6) 2014, ((B)(6) 2014), the doctor took the patient back to the operating room (or) to reposition the lens to 150 degrees. There was no patient injury and the incision was not enlarged. Since repositioning the lens, it remained at 150 degrees and patient has good vision and is doing well. No further information was provided.